Event description:
The customer received a questionable carcinoembryonic antigen (cea) result for one patient sample. The initial result was 5.27 ng/ml and was reported outside the laboratory. The patient did not accept the result as he regularly had this test taken and claimed to have a result around 1 ng/ml. The patient went to another laboratory to have his blood retested. The second laboratory used the cobas e411 analyzer and gave a result close to what the patient claimed. No specific data was provided. On (B)(6) 2014, the customer repeated testing on the original sample and the result was 1.94 ng/ml. Information concerning if the patient was adversely affected was requested, but was not provided. The cea reagent lot number was 174099 with an expiration date of 01/30/2015.

Manufacturer narrative:
The patient was not adversely affected as he immediately had his blood retested in another laboratory.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided calibration and qc data did not indicate a general reagent or system issue.